Event description:
The "gas loss" alarm sounded from the pump and blood leaked into the catheter. As a result of the event, the pt had hypotonia and cardiac insufficiency.(event complication: the pt had hypotonia/cardiac insufficiency-rpt'd 1/24/97.(pt's current status: unk-rpt'd 1/24/97).

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.